Manufacturer narrative:
The technician found the hand pendant cable protector was bent which prevented the siderail from latching. The technician replaced the cable protector to repair the bed.

Event description:
Info received indicates the left head siderail is not latching.